Event description:
It was reported while unloading a critical patient the stretcher allegedly lowered unexpectedly about 2 feet. The medic crew was able to control the movement of the stretcher and transport of the patient was completed to the emergency room. No injuries were reported as a result.

Manufacturer narrative:
An authorized field technician evaluated the subject stretcher at the customer location to repair a missing bolt on the backrest. It was then determined that the customer mistakenly associated sn (B)(6) with the originally reported patient incident. There was no patiient incident or adverse event associated with sn (B)(6). The patient incident was associated with sn (B)(6) and was reported as an adverse event under report #1523574-2025-00002.

Event description:
It was reported while unloading a critical patient the stretcher allegedly lowered unexpectedly about 2 feet. The medic crew was able to control the movement of the stretcher and transport of the patient was completed to the emergency room. No injuries were reported as a result.